Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 180-200 units of insulin. The customer's blood glucose level was 150 mg/dl. The customer reloaded the cartridge successfully and resumed insulin delivery. During a follow-up call on (B)(6) 2017, the customer reported fill estimate was accurate after the delivery of 10 units of insulin.